Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, the customer attempted to turn the pump on; however, an unidentified error occurred. There was no reported impact to customer's blood glucose. Customer was using manual injections for insulin therapy.